Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) was providing readings on the dexcom mobile application, but the ilet bionic pancreas was not receiving glucose data until bluetooth and pairing troubleshooting was performed, after which the ilet began displaying readings as expected. Blood glucose reached a peak of 173 mg/dl. No reported symptoms. Outcomes included no alerts or alarms, no medical intervention, and no impact on health. Investigation included customer-facing troubleshooting and education that involved disabling phone bluetooth, toggling the ilet cgm selection between g7 and g6, reentering the pairing code, and waiting for data propagation to the ilet display. Investigation of this case revealed successful reconnection and restoration of cgm data flow to the ilet after re-pairing and bluetooth management. It was concluded that the device functioned as intended following standard reconnection procedures, with no device malfunction identified.